Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure the patient had an endeavor sprint drug eluting stent implanted in the lad. If is reported that approximately 33 months post index procedure the patient suffered a stroke. Cooling and dapt was discontinued as treatment. The investigator has assessed that the event was not related to the study device. It is reported that the patient is in remission.